Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the keypad got stucked. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer reported that there was no response from any button. No harm requiring medical intervention was reported. The customer will discontinue to use the device.